Event description:
A customer reported that the ultrasound function was weak and a posterior capsular tear occurred during a phacoemulsification procedure. Subsequently, the lens dislocated and the pt had to be transferred to a different facility. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).